Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the threads for slap hammer broke off inside the threaded stem inserter while trying to extract a stem. The slap hammer broke into 2 pieces and all pieces were retrieved. There were no adverse effects for the patient as a result of this event and surgery was not definitively extended as a result of this.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : it was reported that the threads for slap hammer broke off inside the threaded stem inserter while trying to extract a stem. The slap hammer broke into 2 pieces and all pieces were retrieved. There were no adverse effects for the patient as a result of this event and surgery was not definitively extended as a result of this. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the implant extractor slaphammer was broken from the tip. The broken fragment was not returned for evaluation. The observed condition of the device can be attributed to unintended use error due to prying back and forward the instrument during use or an unintended off-axis impactions while the device is not fully threaded. The overall complaint was confirmed as the observed condition of the implant extractor slaphammer would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ab0805) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.